Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on 01/18/2010 and operated successfully until 08/14/2011. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. Previous experience has told us that the reported symptoms can be caused by a problem with the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.